Event description:
On (B)(6) 2011, the patient reported the down button of the infusion device does not always respond when bolusing. He stated the button sticks when pressed and released. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.